Manufacturer narrative:
This device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a progressive increase in pace impedance measurements over time. Because this patient is rv pacing dependent, a new rv lead was implanted. Besides intervention, there were no other adverse patient effects reported. The explanted lead was discarded and therefore will not be returned for analysis. Of note: the patient's existing system was explanted and replaced. There were no product allegations against the other devices; rather, the physician preferred to change out the entire system at one time, opting for magnetic resonance imaging (MRI) compatibility.